Manufacturer narrative:
A review of the device history record, which includes verification of all steps in the manufacturing of the catheter, verification of all final testing performed by/on the catheter, sterilization of manufactured catheter, and packaging for subject catheter was performed. The review did not identify any non-conformances, issues or capas associated with catheter function. As this event is physiological in nature, product functionality testing is not necessary. The cause for the alleged infection is unknown. Infection is included as a possible risk associated the pump and/or intrathecal catheter in the instructions for use. (B)(4).

Event description:
Representative contacted technical solutions in order to report a prometra ii pump and catheter explant due to infection in the pump site and catheter site. Representative stated that the causality of the infection is unknown. This report captures the catheter and MFR 3010079947-2020-00269 addresses the pump.